Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "pump was battery charging, but in verification pump turned on, the display is dark, pump didn't work. The alarm sound was strong and constant until off the pump." This event may have interrupted delivery. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "pump was battery charging, but in verification pump turned on, the display is dark, pump didn't work. The alarm sound was strong and constant until off the pump" was confirmed and reproduced during product evaluation. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). At this time, it is unknown if any repairs were made to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.22.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.